Event description:
It was reported that a smiths medical cadd legacy plus pump was set correctly and the readings indicated there was still 8.3 ml that needed to be infused but it had fully infused. Orders 4030 mg over 46 hrs set to administer 2.2/hr infused 91.7 ml remaining 8.3 ml? Pump empty on arrival. Started 1515 pt reported pump started beeping about 0700.